Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) consultant discussed battery status high impedance and hydrogen. Ts added that the patient should continue to keep normal doctor appointments. Device replacement was recommended. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.